Manufacturer narrative:
The patient was on prismaflex for several crrt- and cvvhdf treatments since 2007. The last treatment started in 2007 was ongoing at the time when the pt expired. No data files are available, but no problems related to the treatment/machine were reported. According to the clinical coordinator, the pt's death was not unexpected and she does not believe that the pt's death was related to the multiple events that had occurred with the prismaflex machines previously. The cause of death is unk, but sepsis is suspected. The customer continues to use the prismaflex machine and there has been no report of additional complaints. Gambro has found no evidence to suggest that its device caused or contributed to this event.